Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: can you identify the lot number of the product that was used? H6 component code: g07002 ¿ device has been received and investigation is in progress.

Event description:
It was reported that patient underwent closing total abdominal hysterectomy (tah) on an unknown date in (B)(6) 2024, and suture was used on the wound closure. The suture snapped off the needle. Another suture of the same type was opened and wound closure was completed uneventfully. Procedure was completed successfully with no delay. There was no patient consequence. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/22/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle outside its packaging that pertain to product code mcp523h38 was received for analysis. During the visual assessment of the detached needle, it was noted that the swage and attachment area were as expected. Slight marks on the body needle that appears to be by a surgical instrument could be observed. The barrel hole of the needle was examined under magnification, and suture remnant could be observed into the barrel hole. The suture was not returned for analysis. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. According to the information received, it was reported by a sales rep that the needle got detached from the suture during suturing.